Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they got a new recharger and controller, and it worked for a few times, but now they couldn't get the implant to charge again. Patient said they would get no device found, and that was as far as they got. Agent asked, patient said the issue started a couple days ago. Patient later mentioned they were having to charge every day and asked if there was any way to help that. Agent reviewed charging frequency depended on settings and usage. When asked event date for having to charge every day, patient said for quite a while, and later said end of last year. Patient said they really noticed having to charge every day since they got the replacement equipment, and if they didn't charge every day, the implant battery would go dead. Patient tried to start a recharge session during the call, but reported seeing no device found. Patient pressed recharge and entered passive recharge mode with middle number 100. After a few minutes, patient was able to start charging with excellent quality (controller 100%, implant red). The troubleshooting steps that were taken on the call resolved the connection issue. The patient was redirected to their healthcare provider to further address the charge frequency issue.